Event description:
Foreign body noted in bladder during surgical procedure was retrieved. A piece of the resectoscope sheath on had broken off. Diagnosis or reason for use: transurethral resection of the prostate.